Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat menorrhagia, right lower quadrant pain, pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a total abdominal hysterectomy with right salpingo-oophorectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.